Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the nephrology dept, the md located the major vessel for hemodialysis. The vessel was "pricked" and when the md attempted to put the spring wire guide (swg) through the needle, the swg became stuck in the needle. The md stated that "the guide wire sticks in the needle the moment the pig tail side goes in and as a result the needle has to be pulled out along with the guide wire. This action causes damage to the vessel and this damage results in internal bleeding."